Event description:
#Medwatcher #(B)(4). It started with very painful menstrual cycles and excessive bleeding. I am now seeing a doctor that specializes in pain management till I get a hysterectomy. During my period I bleed so heavy that I have to increase my iron and keep track of how much blood I am loosing. I am in so much pain that we have had to higher on the nanny because I can not care for my 3 young children.